Event description:
A malfunction alarm was reported by the customer, identified as error code 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level, as no relevant information or values were provided in the report. The customer¿s pump was no longer under warranty, and no further actions or outcomes were recorded regarding the event.